Event description:
A report was received that the patient had an infection at the implant site. Patient's symptoms include swelling and discharge at the site. The physician does not believe if the infection was device or procedure related. Antibiotics were prescribed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of this device were reported. No anomaly noted in the sterilization record. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead was cut approximately 3 inches from the paddle end. The damage to the lead was consistent with damages done during the explant procedure and was not considered a failure. No anomaly noted in the sterilization record. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was coming out of the pocket. Symptom of infection also includes redness. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the implant site. Patient's symptoms include swelling and discharge at the site. The physician does not believe if the infection was device or procedure related. Antibiotics were prescribed.

Event description:
A report was received that the patient had an infection at the implant site. Patient's symptoms include swelling and discharge at the site. The physician does not believe if the infection was device or procedure related. Antibiotics were prescribed.